Manufacturer narrative:
The fe performed the reader camera value adjustment and placed cam0 value back into specification of 110 ((B)(4)). Repairs have returned the instrument to expected operation.

Event description:
The fe discovered that the provue camera setting was out of specification. The log showed the setting to be at 100 which is out of specification. The customer is unable to confirm no erroneous results have been reported due to the length of time the out of specification condition has existed. The fe informed the customer of the out of specification finding. (B)(4).